Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited intermittent noise oversensing for several months, which led to pacing inhibition. The patient experienced intermittent symptoms of dizziness, weakness, shortness of breath, and near-syncopal symptoms. It was also noted that the ventricular impedance had decreased by about 200 ohms a couple months prior and the device had migrated out of the pocket with the leads still attached. The suspected cause of the observations are a setscrew issue or rv lead insulation damage or other physical lead damage. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--